Event description:
Customer reported that she has been receiving no delivery alarms for two or three days. Customer removed the battery and received a battery out limit when reinserting it. Customer stated the batteries were out of the insulin pump greater than duration allowed. No troubleshoot performed as the customer was not wearing the device. Blood glucose value is 331 mg/dl; treated with manual injection. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.